Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopy, when fixing the mesh, there was difficulty in articulating the device. The articulation was stuck and the knob was not rotating. Replaced by a new device to complete the case. No patient injury.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.